Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4) device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular treatment. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After a 300cm non-bsc guide wire was crossed the lesion, a 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilation. However, during first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was pulled out from the sheath and the procedure was completed with a different size coyote balloon. No patient complications nor injuries were reported.